Event description:
Type 1 diabetic, pump user for almost 24 years. I have been using the ilet pump for 90 days, most recently with the libre 3+ continuous glucose monitor (cgm) sensor. My blood glucose (bg) was in the 120s and had been steady for some time. Hadn't announced a meal or eaten for 5 hours. I had one spurious sensor reading of 67 immediately followed by the cgm issuing message that said "sensor error, wait 10 minutes." I did a finger stick, which reported I was at 154. After a couple of minutes, the cgm read out returned to mid-120s (within the range of error of a 150 finger stick), where it was before the sensor error. The ilet interpreted that return to the mid-120s as a 50+ point rise (from the high 60s to the mid-120s) rather than "the 67 was a mistake and everything is fine." The pump then proceeded to give me two massive correction boluses, half a meal's worth based on a single bad bg reading that immediately generated an error. I was extremely lucky to be awake and paying close attention when it happened. If this happened when I was asleep, I don't think I'm being too melodramatic in saying it could have killed me. I immediately consumed 40 g of fast-acting carbs (10x the recommended amount), and my blood sugar still ended up in the 60s (by fingerstick) because the ilet algorithms don't recognize cgm mistakes and gave me a massive quantity of insulin I didn't need until they get the cgm problems solved, no one should be using this pump it should not be on the market.